Manufacturer narrative:
The fse pulled the helium regulator assembly and checked over the system then reinstalled the helium regulator assembly. The fse verified the helium connections, and was able to make the necessary adjustments to obtain factory specifications.. Subsequently, the fse completed the pm including all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. The initial reporter named is a getinge employee whose contact details are: telephone number (B)(6); which differs from that of the event site.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the helium regulator of the cardiosave intra-aortic balloon pump (iabp) was out of specifications and required replacement, and the unit would autofill slowly. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the helium regulator of the cardiosave intra-aortic balloon pump (iabp) was out of specifications and required replacement, and the unit would autofill slowly. There was no patient involvement, and no adverse event reported.